Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6) repeatedly displayed the message: "pull up lifeband and press restart". Additionally, the platform had an unusual notification or noise, but the customer could not recall what it was. The customer could not recall a specific code number, but confirmed that the platform did display a menu. Despite the reported issue, the crew continued using the autopulse platform for the remainder of the patient call. No adverse effects were reported.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9, h3, and h4 were updated. The reported complaint that the autopulse platform (B)(6) repeatedly displayed the message: "pull up lifeband and press restart" was confirmed in the archive data but was not confirmed during functional testing. During device evaluation, the reported message could not be replicated, and the autopulse platform functioned as intended. The reported complaint that the autopulse platform had an unusual notification or noise could not be confirmed. Functional testing and service evaluation did not detect any abnormal notifications or sounds. Archive data indicated that on the date of the event, the platform was functioning correctly before it stopped compressions due to user advisory 07 (discrepancy between load 1 and load 2 too large), unreported by the customer. This was followed by the message "pull up lifeband and press restart," confirming the reported complaint. The user pressed the restart button to clear the advisory, but the issue persisted. The load-sensing system detected a weight/load imbalance between the two load cells. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. According to the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position or that the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed initial functional testing without any faults or errors. A load cell characterization test was performed, and the results indicated that both load cells functioned within the specification. The platform was tested using the large resuscitation test fixture (lrtf) until the battery was completely discharged. No faults or errors were detected. Following service, the autopulse platform passed all required testing criteria.